Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 140 mg/dl, up to 360 mg/dl, 300 mg/dl to 400 mg/dl. The customer stated that they did allege insulin pump was over delivering. Customer also stated that insulin pump shows bolus did not delivered. Customer stated that reservoir did lock in place. Customer was declined troubleshoot for insulin pump issues. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.